Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update to section h6 impact code and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 1118880-2020-00218.

Event description:
The user facility reported that the destination device was discarded. Customer stated that the doctor was doing a peripheral procedure and the dilator went into the destination but at the distal end of the sheath it buckled, and they could not get it to go down the vessel. They tried another one and the same thing happened. They removed the destinations and put in a cook flexor check flo introducer and had no problem advancing over the wire down the vessel. The blood loss was less than 2500 ccs. There was no injury to the patient. The procedure was a success and the patient was not harmed. Additional information was received on 21aug2020: it was an up and over, when they had the difficulty described. There was no tortuosity reported. Patient was in stable condition.